Manufacturer narrative:
Concomitant medical products: 7120-60 lead; 419488 lead, implanted: (B)(6) 2011 and dtba1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t- wave oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.